Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 had failed and was not detected on the bus. A field service engineer (fse) inspected the drawer and noted that the pyxibus module controller (pmc) diagnostic light emitting diode (led) were off, indicating a cascading failure from the drawer controller. The fse replaced the pyxibus module controller and drawer controller, reconfigured the drawer, and confirmed proper operation through application and hardware test application diagnostics, with no issues observed. Preventive maintenance was performed, including replacement of the bumper slide. Additionally, the fse noted a hazardous return bin placed on top of the pyxis main cabinet. The escort and charge nurse were advised that this location was forbidden, and the bin was moved to an adjacent counter. During removal of the main unit, excessive needle and medication debris, including an exposed needle, were observed on top of the pyxis cabinet. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 had failed and was not detected on the bus. The customer tried to rebooted twice, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.